Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on anastomosis of the large bowel to rectum during a laparoscopic anterior resection, the handle was fully squeezed and there was a poor staple formation. They fired the stapler and found the stapler easy to close as compared to normal. The anvil detached upon closing. They re-attached the anvil and cartridge, but still felt that it was easy to close with little resistance. They completed the firing followed by a leak test which was positive. They resected some tissue and completed a second anastomosis, but also felt that the device did not perform optimally. The patient lost 2cm of the rectum because of the alleged misfire. They used another device to complete the case.